Manufacturer narrative:
G4 - premarket / 510(k) #: k111295, k162350.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A coyote mr 150cm, 2mm x 220mm was selected for use. During the procedure, the balloon ruptured upon first inflation at 13 atmospheres for few seconds. The device was removed using normal method without issue and the procedure was completed with another of the same device. There was no patient injury as a result of this event.